Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. This complaint is for a unknown cannulated screw that was intended to be removed on (B)(6) 2017 but after much effort the surgeon was unable to remove it and decide to leave it in the patient's bone. (B)(4). This report is for unk - screw /unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017, a surgeon was removing 2 cannulated screws that were in the left patella due to irritation. He had also planned to do a arthroscope of the knee. He was able to remove one screw but could not remove the second and left it in the patient after much effort to remove it . The original implant dates are unknown. There was a 15 minute delay. The surgery was less than successful. This complaint is for a unknown cannulated screw that was intended to be removed but after much effort the surgeon was unable to remove it and decide to leave it in the patient's bone. This is linked to (B)(4) screw being removed due to irritation. Concomitant medical device: unknown screwdriver (unknown part, unknown lot). This report is 1 of 1 for (B)(4).